Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported being hospitalized due to high blood glucose levels. The reported blood glucose reading at the time of the call was 393 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. However, after the no delivery alarm, the customer reported that the motor continued moving and was making a loud, humming noise. Advised the customer that the insulin pump would be replaced. Nothing further was reported.